Manufacturer narrative:
The customer reported that the device is having charging problems. The field service representative stated that the caller said the compression module will not power up when plugged in with wall charger and no battery pack. No specific device information was provided. They reported this did not occur during patient use. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the device is having charging problems. The field service representative stated that the caller said the compression module will not power up when plugged in with wall charger and no battery pack. No specific device information was provided. They reported this did not occur during patient use.